Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by the customer that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was contaminated. There was eleven occurrences in this event with no patient impact. The following information was provided by the customer: "customer reports contaminated plates - lot #2178512. Po# (B)(4).

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2178512 was satisfactory and per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2178512 for contamination. Retention samples from batch 2178512 were not available for inspection. Three photos were received for investigation: two photos show one unopened sleeve from batch 2178512. There is one plate that is contaminated with possible fungal growth. The last photo shows two plates. The plates are from batch 2178512 (time stamped 0045). The plate that is under the top plate has fungal/mold growth on the surface of the agar. One unopened sleeve from batch 2178512 (time stamped 0021) with ten plates was received in a ziplocked bag in a box with bubble wrap. There were 2/10 plates that had contamination. The two plates were sent to the microbial identification lab. The microbial identification came back as mold from the penicillium species. This complaint can be confirmed based on the evidence provided by the returns received.

Event description:
It was reported by the customer that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was contaminated. There was eleven occurrences in this event with no patient impact. The following information was provided by the customer: "customer reports contaminated plates - lot #2178512. Po#(B)(4)."